Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 761432) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 22 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruation"), metrorrhagia ("repeat bleeding between menstruation"), anosmia ("loss of smell"), fatigue ("marked fatigue"), musculoskeletal pain ("joint and muscle pain in l4-l5"), vertigo ("vertigos"), snoring ("snoring"), speech disorder ("speech disturbances (words inversion)"), vulvovaginal pruritus ("vaginal itching with no infection") and dyspareunia ("marked pain during intercourse"). On an unknown date, the patient experienced amenorrhoea ("no more menstruations for several months"). The patient was treated with surgery (to remove essure implants.). At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, amenorrhoea, anosmia, fatigue, musculoskeletal pain, vertigo, snoring, speech disorder, vulvovaginal pruritus and dyspareunia outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anosmia, dyspareunia, fatigue, menorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain, snoring, speech disorder, vertigo and vulvovaginal pruritus with essure. The reporter commented: the patient experienced repeat bleeding between menstruations and then no more menstruation for several months leading to early menopause. General health status of the patient worsened. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-dec-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9023 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 761432) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruation"), metrorrhagia ("repeat bleeding between menstruation"), anosmia ("loss of smell"), fatigue ("marked fatigue"), musculoskeletal pain ("joint and muscle pain in l4-l5"), vertigo ("vertigos"), snoring ("snoring"), speech disorder ("speech disturbances (words inversion)"), vulvovaginal pruritus ("vaginal itching with no infection") and dyspareunia ("marked pain during intercourse"). On an unknown date, the patient experienced amenorrhoea ("no more menstruations for several months"). The patient was treated with surgery (to remove essure implants.). At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, amenorrhoea, anosmia, fatigue, musculoskeletal pain, vertigo, snoring, speech disorder, vulvovaginal pruritus and dyspareunia outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anosmia, dyspareunia, fatigue, menorrhagia, metrorrhagia, musculoskeletal pain, pelvic pain, snoring, speech disorder, vertigo and vulvovaginal pruritus with essure. The reporter commented: the patient experienced repeat bleeding between menstruations and then no more menstruation for several months leading to early menopause. General health status of the patient worsened. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 8.981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.